Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed a calculated longevity of less than 1 year remaining and a normal gas gauge. However, an interrogation made 6 weeks earlier showed a calculated longevity of less than 6 months and a gas gauge nearing eri. Boston scientific technical services (ts) discussed the magnet rate indicated a longevity of 1 year or less, so both longevity calculations matched the expected. Ts suggested selecting the shorter calculation and increasing the follow-ups. The pacemaker has been implanted for over 6 years and the battery already exceeded the expected longevity per design. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Analysis confirmed the reported observation. Interpretation of device behavior indicates performance anomaly. Based data provided by the field it appears that an invalid charge time occurred during atrial tacky response (atr) mode. When in atr mode switch invalid charge times can occur. These can cause invalid battery charge time measurements in the device. Invalid charge time measurements may cause the programmer to command a battery charge time measurement at initial interrogation during the follow up visit.

Event description:
Boston scientific received information that this pacemaker was explanted due to normal battery depletion.